Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d8, d9, g3, h2, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: color bar issue, corroded flat cable, and dust inside the device. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to receptacle unit failure. Cause of unit failure could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the image from the subject device did not appear on the monitor. The issue was identified during setup and inspection before the patient entered the room. There were no reports of patient involvement.